Event description:
On (B)(6) 2011, the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing a power issue with his one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient's wife on (B)(4) 2011 and obtained the following information. The patient's wife reported that the alleged issue with the subject meter powering off during use began on an unspecified day in (B)(6) 2011. She stated that her husband suffers from alzheimer's and high cholesterol problems. The patient's wife reported that he tests his blood glucose 3x/day and manages his diabetes with metformin (2x/day). Due to the alleged issue, she denied that he made any changes to his usual diabetes treatment. She claimed 'sometime in (B)(6) 2011' after the alleged issue started, he was 'dizzy and fell continuously, with a head pain on the top part of his head', which the patient associated to a hyperglycemic state. The patient's wife reported taking him to the emergency room immediately, where his blood glucose was tested and they obtained a 'very high' result around '9 pm'. She also stated that he was kept for 2 days due to his very high cholesterol levels. She could not recall what kind of treatment the patient was given for his glucose levels but after 2 days he was 'normal again'. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the meter's batteries were overdue for replacement but the caller did not have new ones available at the time of call. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia. The patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.